Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other. It was reported that patient was seen today (B)(6) 2018 and is having issues with the device. Hcp indicated the physician reported the ins was dead and to call someone so they can refer patient to have it replaced. Hcp did not know if elective replacement indicator or end of service was seen, just that the physician reported the batteries are dead. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s ins was replaced today ((B)(6) 2019). No response has been received at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-01-16. It was reported an end of service (eos) was observed. The device was off/disabled and no longer providing therapy. There was no allegation/dissatisfaction with ins longevity. No further complications were reported/anticipated.